Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis confirmed the low battery voltage failure. The hybrid was fully functional with nominal pacing output, and normal current drain. Battery analysis found no evidence of an internal mechanism for premature depletion (less than 3.0 volts prior to implant) during destructive analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) had a lower battery voltage than the criterial battery voltage prior to implantation. The device was never implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated an issue with the battery. Battery analysis found no evidence of internal shorting or battery defects. Hybrid analysis found no evidence of high current drain. If information is provided in the future, a supplemental report will be issued.